Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the menu button on the infusion device stopped working the day before the call. Patient stated he had to move to an alternative therapy as a result. Patient reported there are several e8 (power interrupt) error messages in the device history. Patient stated he went to the ER where they weren't able to make the infusion device work; gave him the guidelines and the insulin to follow an alternative treatment. Patient's blood glucose level at the hospital was 360 mg/dl on the hospital meter. Had patient insert a new battery during the call; infusion device began working correctly. Patient reported the lateral buttons' rubber on the infusion device are broken. No adverse event reported. Requested return of the alleged infusion device for evaluation.